Event description:
During index procedure, one resolute integrity rx drug-eluting stent was implanted to a de novo, class b1 lesion in a moderately calcified proximal rca with less than 45 degrees tortuosity. Thrombus was present pre procedure. The lesion was pre-dilated. The device was inspected before use with no abnormalities noted. The stent was delivered successfully, with no difficulties noted during delivery or inflation. It was reported that the delivery balloon was slow deflating. The time taken for deflation was reported as about 10 seconds. The delivery balloon was removed very easily, after full deflation from the patient. The resolute integrity micro-trac catheter inflation/deflation time specification is 30 seconds. No patient injury occurred and no clinical sequelae were reported. Resolute integrity rx product (rsint35030x) is not approved in the us but is similar to endeavor sprint - (ensp35030x).

Manufacturer narrative:
Results: root cause of inflation difficulties is undetermined. (B)(4).